Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance, difficult to remove, stent dislodgement, removal of foreign body and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the heavily calcified, right coronary artery (rca), the 2.5 x 28 mm xience alpine stent delivery system (sds) was used with a non-abbott guideliner catheter and failed to cross the lesion due to the anatomy. While retracting the sds, resistance was met with the guideliner and the stent became dislodged from the delivery system. After three attempts the stent was successfully snared and removed from the left internal iliac artery without reported issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.